Event description:
The balloon catheter was inserted under fluoroscopy. Immediately after insertion, there was no augmentation noted on the console, this problem persisted after changing consoles. The alarm condition was "kinked line." The balloon was removed and a new catheter was inserted.

Event description:
Add'l info rec'd from MFR 12/13/00: based upon the available info, it appears that the iab was kinked during or following insertion. There is a low potential for pt injury based on past experience and the nature of product use.